Event description:
It was reported the patient received the following results within 15 minutes: 24 mmol/l and 10 mmol/l. The patient had hyperglycemia, because he is not taking the diet seriously according to the caller. No further information on treatment provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.